Event description:
It was reported that the customer had high blood glucose levels of 7.5 mmol/l. The customer reported a button error alarm from the insulin pump. The customer reported that the insulin pump was exposed to water. The customer also reported a no delivery alarm from the insulin pump. The customer further reported that the buttons of the insulin pump had been pressed for more than three minutes. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to moisture damage on force sensor resistor. The insulin pump was received with intermittent button response on the act button due to corroded keypad traces noted. No moisture damage noted on electronic stack, no unexpected no delivery alarms, button error alarms, constant tone anomalies or vibration anomalies noted during testing. Passed rewind test, displacement test and basic occlusion test. The insulin pump has minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.